Event description:
This was reported as a venotomy closure of the calcified right common femoral vein with a prostyle device after a cardiac ablation procedure using an 8f sheath (a 9f outer sheath). Reportedly, when the plunger was pushed, the cuff connection sounded more dull than usual. When the plunger was pulled out, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy, calcification or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported dull sound was confirmation the needle and cuff did not engage resulting in the reported needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.